Manufacturer narrative:
The device was returned to the manufacturer and it was received on 15 jul 2019. The returned valve was received in general good conditions. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
On (B)(6) 2019, a pvs23 implant attempt occurred. After the deployment of the valve, the surgeon felt that one of the leaflets looked smaller as compared to the other and it did not close properly. This phenomenon was more evident after the closure of the aorta and rewarming. The tee showed a severe central leak and mild perivalvular leak. No stent folding was observed. The pvs23 was consequently explanted and a second collapsing was performed. However, the pvs23 was not implanted a second time. The surgeon performed another round of decalcification, sized again the annulus and implanted a pvs25. The procedure was delayed (approximately, 20-30 min of cross-clamp time and bypass time were added). The patient remained stable throughout the delay and had a good outcome after surgery.

Event description:
On (B)(6) 2019, a pvs23 implant attempt occurred. After deployment of the valve, the surgeon felt that one of the leaflets look smaller as compared to the other and it does not close properly. This phenomenon was more evident after rewarming. The tee showed a severe central leak and mild perivalvular leak. The pvs23 was consequently explanted, another round of decalcification was performed, and a pvs25 was ultimately implanted in the patient.

Manufacturer narrative:
After decontamination, a visual inspection was performed. The results confirmed the absence of pre-existing defects and no anomalies were detected in the leaflets height. In order to allow an exhaustive evaluation of the functional behavior, a simulation of collapsing and deployment were performed. The collapsing procedure performed with the returned valve and a demo accessory kit was completed with no issue. During the simulation of the valve deployment in a silicon aortic root size 23, the sealing at the annulus level was guaranteed and the valve remained fixed within the annulus. No configuration anomalies were detected in the leaflets aspect once the valve was deployed. Moreover, the static coaptation verification and the leak test were conducted on the returned valve, without highlight anomalies. No paravalvular leaks were observed at the annulus level under static conditions, and the water level remained stable under the leaflets free edge. Based on the performed analysis, the reported issue cannot be explained by any factor intrinsic in the involved device. It is possible that the calcification status of the annulus at the time of the pvs23 implant could have contributed to the reported leaks (i.e. Central and paravalvular).